Manufacturer narrative:
(B)(4). Date sent: 09/04/2019. Additional information received. Product is not able to be returned. No more info on case vs. Submitted already.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. The DHR for lot 20866 was reviewed. No ncs, reworks, or defects related to the product complaint were found. Additional information was requested, and the following was obtained: on wat date did the implant take place? Not known. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? Not known. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Not known. How severe was the dysphagia/odynophagia before intervention? Not known. Were there any intra-operative complications during implant? Not known. Was there any hiatal or crural repair done at the same time as the implant? Not known. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Not known. Was the device found in the correct position/geometry at the time of removal? Yes - very close per surgeon.

Event description:
It was reported that the doctor had to do a linx explant on a patient with a 16 bead linx device. Removal was due to dysphagia. No observations after removal. There were no patient issues during the procedure. No other information is known at this time.